Manufacturer narrative:
Approximate age of the device will be provided with the device evaluation results. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2013. It was reported by the patient that approximately 2 weeks ago, patient heard a random ¿motor noise¿ from his power module when attached to it at night. Patient was sent another power module and reported the same thing. In manipulating cabling , he reported that the ¿ motor noise¿ was triggered by the movement of the black cable end of the controller. Patient was encouraged to come for investigation at that time. Patient visited clinic on (B)(6) 2019 and the staff were unable to recreate the noise here in clinic. The log files from epc controller were sent for review. The controller was exchanged. During the analysis of the log file we observed a few power and flow elevations these were still within the normal parameters for the set speed. There were no other unusual events seen within the log file. It is recommended to have the patient use the new controller and see if the issue re-occurs. No alarms were reported for the event. No further information was reported.

Manufacturer narrative:
The reported random ¿motor noise¿ from the power module could not be confirmed through this evaluation, and a specific cause could not be conclusively determined. The patient remains ongoing on vad support. The submitted log file captured no atypical alarms and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. X-ray images of the internal and external portions of the driveline were provided (see attached x-ray images). An area of potential breakdown of the braided shield was noted at the pump housing. The x-rays were otherwise unremarkable. Multiple requests for additional information were sent to the customer; however, no additional information was received. Patient care and management section of the hmii IFU provides information on assessing the patient and pump function. This section also cautions that the appropriate personnel should be notified if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.